Event description:
It was reported that at the time of a latitude interrogation, this patient noted beeping tones originating from this subcutaneous implantable defibrillator (s-ICD). Boston scientific technical services (ts) was contacted and confirmed the beeping occurred due to a benign reset when the device was interrogated. However, upon reviewing the device data, very early signs of a prematurely depleting battery were observed due to the increasing battery power consumption. Ts recommended s-ICD replacement or data reassessment within 90 days. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that at the time of a latitude interrogation, this patient noted beeping tones originating from this subcutaneous implantable defibrillator (s-ICD). Boston scientific technical services (ts) was contacted and confirmed the beeping occurred due to a benign reset when the device was interrogated. However, upon reviewing the device data, very early signs of a prematurely depleting battery were observed due to the increasing battery power consumption. Ts recommended s-ICD replacement or data reassessment within 90 days. Recently, ts was contacted again and confirmed that the s-ICD battery still had 90 days of remaining longevity, as well as 8 potential shocks. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that at the time of a latitude interrogation, this patient noted beeping tones originating from this subcutaneous implantable defibrillator (s-ICD). Boston scientific technical services (ts) was contacted and confirmed the beeping occurred due to a benign reset when the device was interrogated. However, upon reviewing the device data, very early signs of a prematurely depleting battery were observed due to the increasing battery power consumption. Ts recommended s-ICD replacement or data reassessment within 90 days. At this time, the device remains implanted and no adverse patient effects were reported. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that at the time of a latitude interrogation, this patient noted beeping tones originating from this subcutaneous implantable defibrillator (s-ICD). Boston scientific technical services (ts) was contacted and confirmed the beeping occurred due to a benign reset when the device was interrogated. However, upon reviewing the device data, very early signs of a prematurely depleting battery were observed due to the increasing battery power consumption. Ts recommended s-ICD replacement or data reassessment within 90 days. At this time, the device remains implanted and no adverse patient effects were reported. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.